Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. This device has been serviced multiple times, review of service records found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause for the circuit board failure could not be identified. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 23-jun-2021.

Manufacturer narrative:
The returned asset device was evaluated. During testing, it was found that the sprf l1 phase adjustment (sp2 50w 20r) failed due to faulty sprf board. Review of fault log revealed error 400 ref 12, one time indicated the footswitch mode pedal stuck. The usual cause is that the relevant foot pedal is held down during power on self test or there is a faulty foot pedal and error 400 ref 26, two times indicated a turis electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. Based on evaluation findings, the failure found was identified to be attributed to a faulty sprf board. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during device asset return inspection, faulty sprf board was observed. There was no patient involvement associated on this reported event. No user injury was reported.